Event description:
It was reported that the device had displayed error codes 210.5020 and 211.2000. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative

Event description:
It was reported that the device had displayed error codes 210.5020 and 211.2000. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b22, annex c: c20, annex d: d16. Unique device identifier (UDI)#, added pi to the unique device identifier (UDI)# field. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex b: b01, annex c: c0201, annex d: d02. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of error code 210.5020 was confirmed. On 1-oct-24, lvp was received unboxed and with paperwork. No lights or led¿s when unit is powered on. Inspection revealed loose wire on j2 connector. Reseated connector and error cleared. Unable to isolate where the faulty issue originated. Device to be returned to san diego repair center for processing. No repair required by bd san diego repair center. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.